Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test due to failed batt test alarm. Unit had broken battery cap, broken battery tube threads. (B)(4).

Event description:
Customer reported via phone call that insulin pump had crack at battery compartment as well as battery cap also damage. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.